Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that the hearing performance has decreased.

Manufacturer narrative:
Additional information: based on the received information from the field, the device does not provide sufficient benefit due to a partial migration of the active electrode out of cochlea, which could be confirmed by diagnostic imaging. Reportedly the recipient was re-fitted and is doing better.

Event description:
The user reported that the hearing performance has decreased since the beginning on (B)(6) 2021.

Manufacturer narrative:
Additional information: based on the received information from the field, the device does not provide sufficient benefit due to a partial migration of the active electrode out of cochlea, which could be confirmed by diagnostic imaging. A re-insertion surgery is planned in (B)(6) 2022.

Event description:
The user reported that the hearing performance has decreased since the beginning of (B)(6) 2021.

Event description:
The user reported that the hearing performance has decreased since the beginning of (B)(6) 2021.

Manufacturer narrative:
Additional information: based on the received information from the field, the device did not provide sufficient benefit due to a partial migration of the active electrode out of cochlea, which could be confirmed by diagnostic imaging. A re-insertion surgery was performed successfully. The device remains implanted and in use.